Manufacturer narrative:
The insulin pump was unable to perform displacement test, operating currents and off no power due to act not responding. Analysis was unable to verify battery out limit alarm due to act button not responding. The insulin pump was received intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer reported that the insulin pump got exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated that the buttons were unresponsive. The customer stated that they were unable to clear the battery out limit alarm. The insulin pump will be returned for analysis.